Event description:
It was reported via social media comment by the patient that she experienced vocal cord damage and permanent heart issues. The reported permanent heart issues were reported in mfg. Report #1644487-2019-00174. No additional relevant information has been received to date.